Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value was 240 mg/dl. The customer stated the alarm recurred after changing the battery and cap. Troubleshooting was performed. The customer confirmed that the contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. It was advised to clean the battery cap and insert a new battery; the customer received a failed battery test alarm. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specification. No unexpected failed battery. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.